Event description:
Error code 8275 (sample presentation error) occurred on a sample on the architect i2000sr analyzer connected to the aps iom. The laboratory automation system (las) sent (B)(4) when (B)(4) was in the processing position. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), data issue, (B)(4), test result the customer stated error code 8275 (sample presentation error) occurred on a sample on the architect i2000sr analyzer connected to the aps iom. The laboratory automation system (las) sent one sid when a second sid was in sampling position. The error did display on the instrument screen, but the user was able to release the suspect results from the laboratory without rerunning the samples. This error occurs when the architect receives two consecutive "sample in position" messages without receiving a "sampling complete" message after the first sample. A software upgrade to the architect system, scheduled for release in (B)(4) 2012, will send results to exceptions and prevent any patient results from being released. Current labeling does contain adequate instructions regarding error code 8275 and sample presentation errors.